Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire and the reported material/core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material/core separation appears to be related to operational circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the guide wire during the procedure against the anatomy and/or other devices used caused the guide wire to kink and separate during retraction. The guide wire fractured faces at the separation were ovalled as if kinked prior to separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site: contact name.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was performed to treat a restenotic lesion in the distal left anterior descending coronary artery with mild calcification. During the procedure, a high torque balance middle weight (bmw) universal ii guide wire and a non-abbott guide wire were advanced with no resistance. An unspecified balloon dilatation catheter was advanced over the non-abbott guide wire, however, it could not be advanced and the guide catheter positioning was lost. All devices were therefore removed as single unit with no reported resistance. On removal, a core separation of the bmw guide wire was noted at the location of a copilot bleed back control valve. As the separation occurred at a point outside of the patient anatomy, the distal portion was simply manually removed. There were no adverse patient effects and no delay in the procedure was reported. No additional information was provided.